Event description:
It was reported that the patient presented for a follow up. Upon interrogation of the pulse generator, high lead impedance was observed. It was noted that the lead impedance trend had increased since the patient fell on her left side in (B)(6) 2014. No intervention was performed. The patient was in good medical condition.